Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that reservoir compartment was damaged. Customer's blood glucose was unknown. Customer reported that the top part of reservoir compartment was coming off and reservoir was held in place with tape, but believes it was not going to last. Customer was advised that insulin pump would need to be replaced.